Event description:
A sales rep reported that a customer is experiencing leaking from the .2 micron filter tubing. A nurse reported that when they are infusing high dose etoposide that towards the end of the 3-4 hour infusion there is leaking around the .2 micron filter. When this happens the nurse stops the infusion and sends the tubing and medication to the pharmacy. The pharmacy gives them a new IV set up with medication and the nurse resumes the infusion. She stated that this has happened several times, but had no specific information. There was no patient or user harm and no medical intervention was required. Customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of set leaking from micron filter could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.